Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced irritation and rash at or around insertion site. Patient was prone to scratching the sensor and now has a scar in the shape of the sensor adhesive. Patient treated skin and no medical intervention was required. At the time of the report, patient reported in good condition.